Event description:
It was reported that a patient came in with pain and it was observed that the implant has been broken.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6). The reported lot number is invalid and could not be identified on the returned device, as it was covered in bone cement. An event regarding fracture of a mrh femoral knee component was reported. The event was confirmed. Visual and material analysis confirmed the reported event. The femoral component was fractured through the lateral condylar section and on the threaded boss. The mrh femoral component broke in fatigue. The proximal boss most likely failed in fatigue post fracture of the lateral condylar surface. No manufacturing or material defects were observed. The investigation concluded that the lateral condyle of the femoral component broke in fatigue. After this fracture, the stem extender carried more of the load of the construct, causing fracture at the threaded boss. The exact cause of the event could not be determined because medical records, including operative reports, x-rays, patient history, and follow-up notes were not provided.

Event description:
It was reported that a patient came in with pain and it was observed that the implant has been broken.